Manufacturer narrative:
The alb2 reagent lot number was 786524 with an expiration date of 30-jun-2025. The gluc3 reagent lot number was 760439 with an expiration date of 31-jan-2025. The field application specialist (fas) found the reaction cells and covers were dirty with white crystals. The fas replaced the reaction cells but noted the liquid levels were still high. The field service engineer (fse) adjusted the reaction cell rinse volume. The investigation determined the event was due to overflowing reaction cells at the rinse station. The customer has had no further issues since the service visit.

Event description:
The customer complained of questionable results on a cobas c 503 analytical unit. The customer provided examples of discrepant results for 2 patient samples tested for either alb bcg gen.2 (alb2) or glucose hk gen.3 (gluc3). Patient 1 initial alb2 result was 0.508 g/l. The repeat result was 4.30 g/l. Patient 2 initial gluc3 result was 8.36 mg/dl. The repeat result was 135 mg/dl.